Event description:
It was reported that there was no sound coming from the tele mx40. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The cause of the reported problem was a defective speaker. The reported problem was confirmed and the speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.